Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedances on the right ventricular (rv) lead during the implant procedure. The rv lead was implanted and tested on the pacing system analyzer (psa) with all normal measurements. However, when the rv lead was connected to the ICD, the rv impedances increased to 1800-1900 ohms, pacing threshold doubled, and r-waves measurements dropped from 10mv to 7mv. The connections were checked and the terminal pin was confirmed to be past the connector block. The rv lead was again connected to the psa and the impedances were now fluctuating from 650 ohms to 1350 ohms. That rv lead was removed and replaced. A new rv lead was placed and measurements were optimal, but again, once connected to the ICD, the impedances were 1300-1450 ohms with oversensing observed on the pace sense channel. The ICD was removed from the patient and replaced. Cautery was noted to have been used during the procedure. With the new rv lead and ICD, there were no abnormal measurements and the implant was successful. No adverse patient effects were reported.